Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on march 15, 2016. (B)(4). The sample was not returned for evaluation. A retention sample was not available for this lot either, as it had passed its expiration during the investigation period. Investigations of similar reports of this event have found no buffer on the returned samples. A review of the device history record revealed no manufacturing anomalies. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, it was found that the buffer solution had leaked from the device. It is unknown whether this leak occurred during the gas calibration of the unit or when it while it was inserted into the cardiopulmonary bypass circuit. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.